Manufacturer narrative:
Pump hw26273 was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Analysis of the log files revealed thirty-nine (39) high watt alarms and a rise in power consumption to parameters outside the normal operating range; thus, confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the information available, the patient favorably responded to the anticoagulation therapy, thus suggesting thrombus formation/ingestion likely contributed to the reported high power event. Based on available information, the most likely root cause of the reported event may be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the source of the ingested thrombus appears to have been the pulmonary embolism. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient presented to the hospital on (B)(6) 2017 with a "high watt" alarm. Controller log files were sent. Preliminary log file analysis confirmed a rise in power consumption logged on (B)(6) 2017 to a peak of 12.0w and on (B)(6) 2017, outside of normal power consumption. Free hemoglobin was present in the patient's plasma, indicative of hemolysis. Lactate dehydrogenase (ldh) was also elevated. The patient was subsequently admitted to the intensive care unit (ICU) for administration of tissue plasminogen activator (tpa), 10 mg bolus followed by 40 mg within four hours. The patient was also given norepinephrine and epinephrine to support hemodynamic condition. The last report received indicated that the patient was discharged home on (B)(6) 2017. Of note, the patient was therapeutic on anticoagulation at the time of the reported event. No further information was provided.